Event description:
During baxter (B)(4)'s review of another report, it was discovered that failure code 812:02 occurred on channel a. There was no adverse event, patient injury or medical intervention associated with this report. It is unknown if there was patient involvement. There is no further complaint information available. The user interface module master software version is currently unknown.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). This involved a colleague p1.5 infusion pump with user interface module master software version 5.08.92. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:02 on channel a was confirmed by baxter personnel during product evaluation. The root cause was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.